Event description:
It was reported that patient presented in clinic for follow-up. During the follow-up, it was noted that the patient's implantable cardioverter defibrillator (ICD) went into backup operation. A device reset was performed on the ICD, however, the device continued to randomly go into backup operation. The ICD was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a memory corruption. Functional testing was performed. Electrical testing was normal. The cause of the reported event is an anomaly within the integrated circuit.